Manufacturer narrative:
Unit received with intermittent button response due to light moisturedamage to keypad traces. No button error alarms noted. Unit receivedwith minor scratches on lcd window and reservoir tube window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error and is unable to clear the alarm. Customer does not recall any significant events leading to the error, except that error occurred after a meter change. Customer's blood glucose was 170 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.